Event description:
It was reported that the patient underwent a surgical procedure to remove the pump component this inflatable penile prosthesis (ipp) as it remained flat when depressed. Troubleshooting was attempted but unsuccessful. The existing pump was explanted and replaced with a new pump. The patient was reported to be well following the procedure. The explanted pump was discarded by the facility.